Manufacturer narrative:
H6: investigation: a device history review was conducted for lot number 8295162. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that intima-ii y 24gax0.75in mz ec slm npvc tube was broken and thought to be in the patient's body. A full-body b-ultrasound was done and there was no broken tube. The following information was provided by the initial reporter: the nurse found that the indwelling needle of the patient with brain delusion was pulled out when she made rounds in the ward, and found a product residue without the catheter tube. At one time, she suspected that the broken catheter tube was in the patient's body, so she contacted the doctor on duty and did full-body b-ultrasound, but found no broken tube. She repeatedly searched the corner beside the patient's bed and found the broken tube and applicator. On (B)(6) 2021, the sales representative pir form was updated, and the event description was updated as follows: the patient was in indwelling state at the time of the broken tube. On the third day after the puncture, the patient was a 72 year old man with stroke and cerebral infatuation symptoms. During the treatment, the main drugs such as edaravone and butylphthalide were infused. Because the broken tube needle had been contaminated, it was photographed by the hospital teacher and then treated.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that intima-ii y 24gax0.75in mz ec slm npvc tube was broken and thought to be in the patient's body. A full-body b-ultrasound was done and there was no broken tube. The following information was provided by the initial reporter: the nurse found that the indwelling needle of the patient with brain delusion was pulled out when she made rounds in the ward, and found a product residue without the catheter tube. At one time, she suspected that the broken catheter tube was in the patient's body, so she contacted the doctor on duty and did full-body b-ultrasound, but found no broken tube. She repeatedly searched the corner beside the patient's bed and found the broken tube and applicator. On (B)(6) 2021, the sales representative pir form was updated, and the event description was updated as follows: the patient was in indwelling state at the time of the broken tube. On the third day after the puncture, the patient was a (B)(6) year old man with stroke and cerebral infatuation symptoms. During the treatment, the main drugs such as edaravone and butylphthalide were infused. Because the broken tube needle had been contaminated, it was photographed by the hospital teacher and then treated.